Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked during the fill tubing sequence. A cartridge change was performed to address the issue. Additionally, it was reported that the pump touchscreen was unresponsive. Customer's blood glucose level was 303 mg/dl. During a follow-up, customer reported the touchscreen was responding as intended therefore troubleshooting the issue was declined by the customer.